Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/26/2020.

Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: received one 2227 drain (only the tube part). One end of the tube, apparently the one which broke, has 1,5 cm long longitudinal cut. After evaluation of the broken area, concluded that, most probably, the drain broke following damage in use.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested, with no further information will be provided. How did the drain break? No further information is available. Was the drain broken during removal after completion of its use? No further information is available. Was the drain piece removed from the patient and a new drain inserted surgically to complete the case? No further information is available. Lot number? The lot number is unknown. Device return status/ follow up as required. When we send the sample to you, we will let you know its return date and tracking number. No further information will be provided. To date the device has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an (B)(6) 2019 and a drain was used. During the surgery, the drain was broken outside the patient¿s body. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: MFR site.